Manufacturer narrative:
Product evaluation results: visual inspection of the cartridge showed no damage, and the lens referenced in this complaint was not returned for inspection.

Event description:
The facility states that the lens became stuck in the cartridge prior to implantation in the patient's eye. The lens used was a model aq2010v, and the diopter was 23.0. The facility does not know the model or lot number for the injector used. There was no patient injury or patient contact.